Event description:
It was reported that intra op, energy was not delivered. There is no patient impact.

Manufacturer narrative:
H3: product analysis found that two samples consisting of a handle and probe were returned, each placed in a separate plastic bag and enclosed within a large resealable bag. Upon receipt, no contamination or damage was observed on the handles or probes. Electrical resistance of the entire assembly for both samples was measured at 0.29 ohms, which is within specification (less than 0.3 ohms). Both devices were connected to a nim system and tested using a 1.0 ma stimulating current and a 100 v threshold. When stimulated with a patient simulator, each system consistently returned 1.0 ma and produced a waveform and event tone greater than 200 v. No anomalies or functional issues were identified during the analysis of the returned devices. The complaint was not confirmed, no out of specification condition was observed. Refer to attachments for datasheet and additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.